Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they were having sensor glucose versus blood glucose differences of over 30 percent and the suspend on low feature was activated. No harm requiring medical intervention was reported. Troubleshooting was completed. The sensor will not be returned for analysis.